Event description:
It was reported that a tasp fractured during the cleaning process on an unknown date. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Visual and dimensional evaluations of the returned product found it to exhibit signs of repeated use and the medial side of the tasp feature has fractured off. All pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.